Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl earlier in the day, prior to calling tandem technical support. The customer took a glucose tablet to increase bg level.